Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that during a standard follow-up, the message ¿interrogation is stopped, ok¿ is displayed during the interrogation. By pressing ¿ok¿, the physician observed that the recommend replacement time was missing. Despite interrogating the device several times, the same message was displayed. The physician stated that other than the missing time to replacement information, the device operated normally.